Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during an impedance check, contacts 0-2 are out of range. Pt denies any falls or injuries. The patient was reprogrammed to optimize coverage. Pt plans to evaluate whether new programming is enough for pain relief. He will make an appt with implanting physician if he wants to explore a revision surgery.